Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2023 -02321. G2: foreign: japan. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a hip procedure. During the procedure, the constrained liner was not properly inserted, and the surgeon tapped it forcefully, causing the liner to dig into the continuum shell. The liner was removed with the shell because it was no longer removable. The surgery was completed with a new shell and constrained liner. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified constraining ring shows nicks, scratches, and gouges. Partial liner and fragments were returned. Damage shows deformation, fracture, gouges, and item etch damage. Piece(s) of liner not returned were shown in the field provided photo of the shell, which was not returned for evaluation. No other damage was noted. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. Further follow up responses show it is unknown whether this was a user error on behalf of the surgeon. This complaint was confirmed based on the returned device and provided pictures. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.